Manufacturer narrative:
The customer reported that the remote network station (rns or remote monitoring system) shows communication loss. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) shows communication loss.